Manufacturer narrative:
The scope referenced in this report will not be returned to the service center for evaluation the user facility informed the sales representative the scope was sent to a third party repair vendor. The most probable cause of the reported event could be attributed to the operator's technique. In an effort to mitigate the risk of injury to the patient, the instruction manual provides caution and warning which states: never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Olympus is not liable for any injury or damage that occurs as a result of repairs attempted by non-olympus personnel. The first scope in this report was previously reported, cross reference MDR# 8010047-2019-04043.

Event description:
The manufacturer was informed that during a stone (kidney) removal procedure, the scope was completely broken at the bending section area. It was reported there was a stone in the kidney that was difficult to remove to which the doctor pushed and twisted on the scope to the extreme until the scope broke. The tip of the scope appeared to have an "s-curve". There was no difficulty removing the scope. A second scope was used and it also broke while trying to get the stone. There was only a few minutes delay in the procedure to switch out the scope. There is no additional information regarding this report. This report is for scope 2 of 2.

Manufacturer narrative:
A review of the service history indicates the scope was purchased on september 26, 2018 and has received service via repair once on august 26, 2019. The repair were not related to any positive patient or scope cultures, and the scope was last repaired on june 19, 2019 for an image problem/leak in bending section cover.